Manufacturer narrative:
(B)(4). This report was not confirmed due to lack of sample. The lot number is unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of this report was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
The home patient (hp) contacted (B)(4) regarding a system error (se) 2240 alarm which occurred on the homechoice (hc) during drain. The hp stated she did not disconnect and nothing unusual was noted with the supplies. The technical service representative (tsr) assisted the hp to cycle power to clear the alarm and to remove the cassette. The tsr explained the se 2240 alarm indicates air entered the set up and advised the hp to contact the nurse. The tsr reviewed proper procedures per the user manual. On (B)(6) 2011, product surveillance spoke with the hp who stated therapy resumed without incident after starting over with new supplies. The hp confirmed this was an isolated event. There was no adverse event or medical intervention resulting from this report.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon the completion of baxter's quality review.